Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that a patient went through multiple induction tests after being implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD). The physician had noted it was difficult to induce the patient during initial testing and the s-ICD was observed to have delivered multiple shocks. Two high out of range shock impedance measurements of greater than 200 ohms were observed during the delivery of two of the shocks. Review of the s-ICD data indicated there was oversensing of low morphology in the secondary vector and one shock that was not recorded in the episode logbook. Surgical intervention was performed and the system was repositioned and reprogrammed. Afterwards, the patient was able to be induced successfully with good measurements. The s-ICD system remains in service. The patient was reported to have experienced syncope however after a successful induction test was performed no additional adverse patient effects were reported.